Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was leaking from an unknown location. It was later reported that the catheter was leaking urine from the meatus. The complainant stated that the staff tried to irrigate the catheter; however the device continued to leak. The complainant also reported that the catheter was replaced; however the replacement catheter also leaked. The complainant stated that the catheter was removed; however was not replaced. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was leaking from an unknown location. It was later reported that the catheter was leaking urine from the meatus. The complainant stated that the staff tried to irrigate the catheter; however the device continued to leak. The complainant also reported that the catheter was replaced; however the replacement catheter also leaked. The complainant stated that the catheter was removed; however was not replaced. No patient injury was reported.